Event description:
It was reported by service report that during preventative maintenance issues were found with the chair. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: lift head end drift.